Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode exhibited an inappropriate shock (ias) in alternate vector. The vector was changed to secondary in which another ias was delivered. It was noted the patient had poor r to t wave ratios due to a drop in r wave amplitude. Technical services (ts) discussed to assess in primary vector and possible troubleshooting options. The electrode remain in service. No adverse patient effects were reported.